Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department for an unspecified reason. No further info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found the device did not pass the touchscreen test. This was due to the device touchscreen not being able to be calibrated. This report represents all the info known by the reporter upon query by hospira personnel.